Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in the extrusion of the receiver/stimulator unit. The device was explanted on (B)(6), 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2014.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2014.

Manufacturer narrative:
This report is filed april 7, 2014.

Manufacturer narrative:
(B)(4).